Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Hospital disposed of the device.

Event description:
The patient was undergoing a thrombectomy procedure in the left middle cerebral artery (mca) using a px slim delivery microcatheter (px slim). During the procedure, while attempting to advance a non-penumbra guidewire through the px slim, the physician experienced resistance and the guidewire became stuck inside the px slim after being advanced approximately half way through the px slim; therefore, the px slim was removed. The procedure was completed using the same guidewire and a non-penumbra microcatheter. There was no report of an adverse effect to the patient.